Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the battery gauge was fluctuating resuolting in shutting down. Blood glucose was not impacted. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.